Event description:
It was reported to philips that the system was unable to save all the live images captured.the device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, which was completed as planned on the same system without any modifications, and the fluoroscopy was repeated. The philips field service engineer (fse) inspected the system on-site and checked the system log file; no errors were found. The fse spoke with the application specialist, and it was found that the fluoroscopy store was limited to 20 seconds, which was the reason the system was missing some frames when the fluoroscopy went over 20 seconds. To resolve the issue, the saving configuration was modified from 20 seconds to 60 seconds. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure. The procedure was completed as planned on the same system by repeating fluoroscopy, and the reported error did not have any impact on the procedure, patient, or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.